Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder started smoking in the pt's leg, so the harvester pulled out the device and it was incredibly hot. The power supply was not beeping, where beeping indicates energy is being delivered to the tissue welder. Staff unplugged the device and the hemopro d.c extension cord. A replacement hemopro was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).